Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4)

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the patient cannot be heard. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported to a philips field service engineer (fse) on (B)(6) 2018 that the patient could not be heard from inside the scan room. The philips field service engineer (fse) confirmed with the customer that there was no patient impact and no harm as a result of this event. The fse arrived at the customer site on (B)(6) 2018 to evaluate the CT system. The customer¿s allegation was confirmed. The fse found that the front and rear gantry breathing light assemblies had failed. The fse replaced the front and rear gantry breathing light assemblies to correct and resolve the issue. The system is operational and in clinical use. This event has been determined not to be a reportable event.